Event description:
Staff identified hairline leak at the t-port connection of a peripheral arterial line; pt lost an estimated 15ml of blood requiring monitoring and blood transfusion. Smallbore tubing extension leaked in a peripheral arterial line on a neonate causing low blood sugar and low blood pressure. Additional info provided by the facility indicated both incidents involved the same neonate. The neonate suffered no additional adverse sequela associated with the incidents. The samples were discarded and will not be returned for evaluation.

Manufacturer narrative:
The actual devices in the incidents were discarded and not returned for eval. Without the actual samples a complete evaluation could not be performed. The house retains for the reported lot were physically tested for leakage and subjected to a pull test at the separation design specification and passed the joint integrity test. No leakage was noted at the bonded joints. There are no other reports of this nature against the reported part and lot number.